Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The patient was given dextrose by his wife and recovered from the hypoglycemia. The system asserted a low glucose alert during the event. The system worked as intended. No further investigation was required.

Event description:
Date of event was not provided by the user. The user experienced a hypoglycemic event and did not notice the vibrations from the transmitter. It took sometime for him to see that the sensor reading was showing 46ml/dl. The user's wife noticed the alert by hearing the vibrations from the transmitter and gave the user dextrose. The user was fine after the event.